Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after using ventricular fibber to put the patient into vf, the device charged for few seconds before delivering a shock. This shock did not convert the patient out of vf. The patient was then externally shocked and converted into normal sinus rhythm. The physician did not want to change the shocking vector or dft response for a potentially lower dft. The physician stated that due to the high voltage impedance and failure of this first test at maximum output, the physician will schedule the patient for an extraction of the rv lead.